Event description:
It was reported by service report that the head end was drifting down slowly. The customer could not determine if there was pt involvement, however, no adverse consequences were reported.